Manufacturer narrative:
Product analysis: the portion of the driver's tip that interfaces with the screw has sheared off. The fracture surface is fairly flat with circular material flow consistent with torsional overload. The hardness of the driver was checked and meets print specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: revision lumbar fusion. It was reported that intra-op, while trying to adjust or remove a pedicle screw, the tip of hex driver was sheared off in the screw. The tip was recovered and other driver was used for final tightening of the screw. The product came in contact with the patient. No patient complications were reported as a result of the event.